Manufacturer narrative:
Damaged firing mechanism.

Event description:
It was reported that during a gastric bypass procedure, the device did not cut completely. Another like device was used to complete the case. There was no patient consequence.